Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching was observed due to oversensed far r waves. Patient was asymptomatic. Programming changes were made. Device remains implanted.